Event description:
During in package measurements a device malfunction was detected. The back up device was used.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. It is assumed that the device got pre-damaged during manufacturing. During transport or handling during implantation surgery the device eventually failed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it is currently being evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During in package measurements a device malfunction was detected. The back up device was used.